Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the unit powered up fine and looked like it worked fine. But when the perfusionist turned the control knob to make it spin, the pump would not spin in any direction. The revolutions per minute (rpms) and liters per minute (lpms) looked like they were going up, but then they come back down. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.